Event description:
Typical atrial flutter - in 2006, was the day of the case. Ground pads were placed one on the back and one on the thigh for a total of 2. During the procedure, pt complained of burning pain on her back when rf generator power was over 50 watts of power. Procedure was successful. No burn was noted post procedure or in 2006, the pt returned to the clinic with burn on her back. The burn was approximately the size of a quarter at l3. The burn appeared to be where the ground pad would have been placed. The burn was treated and the pt released the same day.

Manufacturer narrative:
Method: device analysis is pending arrival. Currently pending relase by hosp risk mgmt. Informational interviewing has been completed; study log has been provided. Conclusion, nothing unusual has been identified; root cause has not been determined.